Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's lcd display not working. The device was not in patient use. The evaluation has yet to be completed. At this time, we are unable to confirm the component required to correct the issue. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's lcd display was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd display not working. The device was not in patient use. The evaluation has yet to be completed. At this time, we are unable to confirm the component required to correct the issue. A follow-up report will be submitted when the manufacturer's investigation is complete.